Event description:
It was reported a vns therapy pt underwent generator replacement surgery; however, the reason for the surgery was not given at the time of the initial report. F/u revealed the reported surgery was for a re-implant only as the pt was previously explanted for an infection. The infection occurred post end of svc generator replacement surgery, which took place ubn 2008. Four months later, the new generator was explanted and an I & d was performed. The infection did not resolve and in the same month, the distal portion of lead was explanted and an add'l I & d of generator pocket was performed. The pt was on IV antibiotics and infection was resolved. The cause of the infection is unk and the pt did not report trauma or manipulation. The pt was seen five months later, and no infection was present.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.